Event description:
Medtronic received information that no delivery/occlusion alarm during therapy occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
(B)(4). S/w ver. 4.11j retainer ring = black customer returned pump for an alleged insulin flow blocked on (B)(6) 2022. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, self test and occlusion test. No unexpected no delivery alarm/occlusion during therapy noted during testing. Successfully downloaded history files and traces using thus software. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. However, no delivery (7) alarm was found in history file on 03/26/2022 01:36:42.000. Normalbolusdelivered: 03/31/2022 04:45:24.000, normalbolusamountprogrammed = 1.8 bolusamountdelivered = 1.8 normalbolusdelivered: 03/31/2022 05:11:36.000, normalbolusamountprogrammed = 2 bolusamountdelivered = 2 normalbolusdelivered: 03/31/2022 09:38:06.000, normalbolusamountprogrammed = 3 bolusamountdelivered = 3 normalbolusdelivered: 03/31/2022 13:09:44.000, normalbolusamountprogrammed = 3 bolusamountdelivered = 3 normalbolusdelivered: 03/31/2022 15:07:42.000, normalbolusamountprogrammed = 10 bolusamountdelivered = 10. In summary, customer alleged insulin flow block not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.